Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one versaport v2 bladeless opt 12 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the seal was damaged and leaked. Only the upper part of the trocar head was received. The circular seal was cut. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
B)(4).

Event description:
According to reporter, the trocar was not holding pneumo, appears to have a slit in the seal, where gas was leaking. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery was not delayed more than 30 minutes. No device fragments fell into the patient.